Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 33 mg/dl. The customer was treated with IV fluids. Customer believes their high blood glucose level was from asthma. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.